Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the user facility that while a nurse was giving heparin, the needle detached and temporarily remained in the patient. The nurse used a gloved hand to manually remove needle. The reporter indicated that no injury to the patient or nurse occurred.

Manufacturer narrative:
One photo was provided for inspection. Visual examination of the photo observed two hypodermic needle hubs and two needle-pro safety devices. No syringes or other devices were visible in the photo. One of the needle- pros was observed separated from the needle hub; review of the photo could not determine if the needle-pro was broken or just disassembled from the needle hub. The second needle-pro in the photo was assembled to the needle hub; no issues were observed with it. The components in the photo were not returned for product inspection; therefore, further investigation could not be performed on them. No intrinsic product problems could be identified through review of the photograph. A review of manufacturing maintenance documentation found no discrepancies relevant to the reported product fault. The reported product issue could not be confirmed; all returned samples were confirmed to operate as intended. No corrective actions are planned at this time.